Event description:
The customer reported false positive reactions of samples with cell #2 of biotestcell-p 3 when testing on tango optimo. The customer has neither returned the patient samples that had caused false positive test results nor the supposedly defective product. Therefore, our quality control laboratory tested the retained biotestcell p3 sample with different positive and negative controls and samples. All positive and negative reactions were correct. In some cases the negative result of cell #2 would display a hazy surrounding. But despite this hazy surrounding, the reaction can distinctively be identified as a negative result. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident